Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer also reported that the insulin pump alarmed failure alarm. The customer's blood glucose was 490 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The insulin pump did not alarm failed battery test after battery change. The customer stated that they had air bubbles. The insulin pump will not be returned for analysis.